Manufacturer narrative:
Upon receipt the lead was found cut approximately 7cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The visual inspection of the fragments demonstrated approximately 23 cm distal to the is-1 connector pin a 360 degree deformation of the outer conductor coil. In this region, the lead body was found severely squeezed, and the insulation was damaged. In addition, the suture sleeve was found fractured. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On the morning after the system was implanted, rv lead dislodgement was found. On the same day, an operation was performed to reposition the rv lead. During the procedure, the physician noticed that the suture sleeve appeared damaged, so a new lead was implanted in the rv.